Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) and from an hcp in a clinical study (sdy). It was reported that the patient was doing well symptomatically, but occasionally felt the device turn 90 degrees or ¿flip¿. On 2019-12-20, it was reported that they continued to feel the device move on (B)(6) 2019. A pocket revision was scheduled for (B)(6) 2019 and the issue was noted to be resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their ins had moved around a little bit in the pocket and the patient thought that the ins hadn't scarred down completely because it was moving in the pocket. The patient reported they had woken up from pain at the implant site on monday morning ((B)(6) 2019) and the ins had twisted sideways. The patient noted that they had been able to push the ins back down. The patient was noted that they had seen their health care physician (hcp) that day of the call and the patient asked the hcp if the implant moving/twisting could break/damage the lead and the hcp said that they didn't think that would dislocate the lead but told the patient to call the manufacturer company to ask. Patient services reviewed labeling with the patient and redirected the patient to follow up with their hcp and to possibly invite a manufacturer representative (rep) into the appointment. It was noted that this had been happening since (B)(6) 2019. There were no further complications reported.